Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the plunger advance with sudden acceleration. The surgeon concerned with delivery as experienced with device and felt atypical delivery. There was no patient complications and had capsular bag intact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the method code of 4119 was an error. It should have been 3331 on the original MDR. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).